Manufacturer narrative:
On 02mar2016, immucor technical support used a remote electronic connection method to assess the instrument test well images in question. The test wells in question appeared visually negative, consistent with the instrument output.

Event description:
On 02mar2016, a customer site reported unexpected negative antibody screen test wells when testing on a galileo echo, when tested on (B)(6) 2016.